Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported phenomenon was confirmed. The device was visually inspected and found that the inner sheath assembly has a broken isolation beak at the distal tip. However, the broken isolation tip was not returned for investigation. The reported phenomenon can be attributed to impact damage or excessive force being applied to the device. The instruction for use states that excessive squeezing force on handles can lead to failure of the isolation tip.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder (turb) and stent insertion procedure, the tip of the device broke off inside the patient. The physician retrieved the broken piece from the patient using the biopsy cup forceps. The intended procedure was completed using another similar device. There was no patient injury reported. The patient was discharged from the hospital without any complications. No additional information was provided.